Manufacturer narrative:
This report is being supplemented to correct the manufacturing date (h4).

Event description:
The customer reported to olympus that after an endoscopic retrograde cholangiopancreatography (ercp) procedure, they noticed the distal cover was missing from the scope. A gastroscope was used to detect the missing cap which was found in the throat of the patient. The cap was taken with forceps to the patient's mouth and from there removed from the patient's mouth. The cap was inspected and found to be missing a little piece. The procedure was prolonged approximately 10 minutes due to the cap being detached from the scope. The customer further reported they do not use an anti-fog agent. They did not know whether the distal cover was damaged or cracked after it was attached to the scope. This event includes 2 reports: patient identifier (B)(6) for the maj-2315 distal cover. Patient identifier (B)(6) tjf-q190v scope.

Manufacturer narrative:
The device was returned to the local repair center on jan 14, 2021. It was then received by the legal manufacturer facility for formal inspection on feb 16, 2021. When we received the actual product at the hinode factory, we confirmed that it was completely torn in two. It is unknown if it was in this state when it fell off. In addition, it is difficult to imagine that the rear end of the distal cover will be damaged only by the load caused by attaching it to the endoscope or friction with the digestive tract. Therefore, it was not possible to clearly identify the cause of the breakage and dropout of the distal cover. Reproduction confirmation results from the previous investigation a reproduction confirmation was performed according to the pre-use inspection procedure in section 7.3 of the instruction manual using the sample held at the hinode plant, but it was confirmed that the indicated event was not reproduced. (Lot of the maj-2315 used for reproduction confirmation: h0728) investigation results of product specifications quality evaluations of production prototypes have verified that the distal cover will not come off from the endoscope unless the distal cover is damaged, as long as it is properly attached without any damage. Sampling inspection results at the parts manufacturer the parts supplier conducts sampling inspections of 3 parts for each production lot, and confirms that the parts conform to the specifications. Based on the visual confirmation result, investigation results of product specifications, and the inspection results at the parts manufacturer, it is believed that the product conformed to the specifications. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the possible causes of the distal cover falling off based on the above investigation results are as follows: the distal cover might have been slightly crushed before attaching to the scope. The crushed distal cover is unable to withstand friction during attachment as well as physical contact with tissue during use. Twisting and pushing the scope in the body cavity may increase friction, which could result in damage to the proximal end. As a result, the distal cover has broken and fell off the scope. As described in the IFU "7.3 attaching the distal cover" (p.11 to p.13), please make sure that the distal cover is intact without any problem before installation, and it has no damage(crack) after installation. Olympus will continue to monitor field performance for this device.